Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was on (B)(6) 2022. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was on (B)(6) 2022. The patient condition was stable.

Manufacturer narrative:
The device was returned for evaluation. The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. Electrical testing found no anomalies. Longevity testing found the device was within normal range.